Manufacturer narrative:
We are awaiting device return. If the device is returned, a follow-up report will be submitted after we have completed our investigation.

Event description:
It was reported while performing an atrial fibrillation ablation procedure with the cool path ablation catheter, the physician noted leaking from the handle of the catheter. The catheter was removed and replaced and the procedure continued with no consequences to the pt.